Manufacturer narrative:
The analysis of the root cause of the impossibility to program the MRI mode couldn¿t be found. There are too many devices in the files we received. We would need the serial number of the device the physician tried to program. It is not feasible to check all the files one by one to understand the steps of each follow-up of each device.

Event description:
Reportedly , a patient was scheduled for an MRI exam but the doctor couldn't program the pacemaker into the MRI mode. The programmer orchestra plus was switched off and then on again and the programming of the MRI mode had been possible.

Event description:
Reportedly, a patient was scheduled for an MRI exam but the doctor couldn't program the pacemaker into the MRI mode. The programmer orchestra plus was switched off and then on again and the programming of the MRI mode had been possible.